Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritated and pinching under breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s hospital staff applied desitin cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.